Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The home patient (hp) stated they disconnected to use the restroom. The tsr advised the hp would start over with new supplies. The hp disconnected and reconnected to the same supplies in error. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was not aware of the occurrence of a system error 2240. The rn was made aware of the use error for retraining the home patient (hp). There were no further details provided.

Manufacturer narrative:
(B)(4). During investigation the cause of the alarm was determined to be use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed, and the cause was identified as the patient disconnecting from the disposable set during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).